Manufacturer narrative:
Date of postoperative pain development is unknown. This report is for three (3) unknown locking screws.. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Number (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal on (B)(4) 2017 due to plate prominence and pain. The original implant date is unknown. The patient complained of pain on the lateral side of her ankle when wearing boots, stating that the plate was sitting too prominently and was rubbing badly. A locking compression lateral distal fibula plate, 4 unknown cortical screw and 3 unknown locking screws were removed fully intact. The surgery was successfully completed with no surgical delay. This report is for three (3) unknown locking screws. This is report 3 of 3 for complaint (B)(4).